Event description:
The pt emailed the office and reported that she had developed little white blisters on her gums, and that her bottom lip was swollen. The pt has been whitening since (B)(6) 2014, and has simply been maintaining her results this year by whitening a few times a month at home, when she started experiencing the blistering and swelling of the bottom lip earlier this month. We advised dental office to inform the pt to discontinue use of the kor desensitizer immediately and indefinitely and if the pt felt the need, she should see her dentist and general practitioner to help with symptoms if they do not subside within 24-48 hours. Followed-up on (B)(6) 2015 with dental office. After instructing the pt to discontinue use of the kor desensitizer, office reported that the patient's symptoms completely subsided within 3 days. The pt has also stopped whitening for the time being, and when she does resume her maintenance, she will not be using the kor desensitizer anymore.

Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.